Manufacturer narrative:
This report is submitted on april 21, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. Subsequently, the device was explanted on (B)(6) 2017.